Manufacturer narrative:
Suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that after having an additional non device related back surgery, the patient was experiencing inadequate stimulation. Database analysis confirmed high impedance and physician suspected lead fracture. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50 serial #: (B)(4). Description: linear st lead, 50cm.

Event description:
A report was received that after having an additional non device related back surgery, the patient was experiencing inadequate stimulation. High impedance and suspected lead fracture was noted. Database analysis charger profile was incomplete due to skip button. The history counters show reset value within a normal range. The impedance measurements revealed high values on post a (7 contacts) and port b (5contatcs). The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that after having an additional non device related back surgery, the patient was experiencing inadequate stimulation. Database analysis confirmed high impedance and physician suspected lead fracture. The patient will undergo a revision procedure.